Event description:
Healthcare professional reported within a few days of injection with juvederm ultra plus xc in the nasolabial folds and juvederm voluma xc in the cheeks the pt developed a sinu infection with upper respiratory symptoms that progressed to laryngitis. The pt also developed "blotchy red areas" and "areas that have opened up and have puss coming out of them" which the healthcare professional associated with possible infection. Symptoms presented on the left side of the face from the nasolabial fold to the left cheek and under the left eye. The pt was prescribed augmentin and biaxin; pt symptoms resolved approximately 3 weeks after onset. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00460 ((B)(4)). This MDR is being submitted for the first suspect product, juvederm ultra plus, also a device manufactured by allergan.

Manufacturer narrative:
The events of laryngitis, possible sinus infection, blotchy red area, and puss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.